Manufacturer narrative:
The actual device involved was not returned for investigation. Therefore, the exact root cause of the leakage could not be determined. Based on the information provided, there was no injury to either patient or user. Osha 1910.1030 (d) (3) (I) and asge technical guidelines requires the facility to provide, and wear, appropriate protective equipment.

Event description:
The device covers the opening of the biopsy channel of an endoscope and provides access for device passage, exchange and irrigation. The company received a complaint that during the procedure fluid sprayed from the lid of the biopsy cap onto the doctor. There was no reported harm to the doctor, nurses or patient.